Event description:
The customer advised datascope service during an after hours call that the panorama central station monitoring system display went gray. No pt injury was reported.

Manufacturer narrative:
The co svc rep advised the customer to power cycle the system, but an error code was displayed and the system did not return to normal operating mode. The following day, a second datascope svc rep visitied the site and reloaded the system software. The system was tested to factory specifications. It functioned normally and was returned to the customer.